Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed. The reported reading of 164 mg/dl was found in the meter's memory log on (B) (6) 2010.

Event description:
A customer reported getting a high reading of 164 mg/dl compared to a competitor meter's reading of 132 mg/dl. He further reported that as a result of getting high readings on their pxtra meter, he experienced symptoms of hypoglycemia and had a seizure. The customer reportedly self-treated with food to alleviate the symptoms. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.